Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the submitted isolates were subcultured and testing included individual organism suspensions on one gn card from the customer's lot and one from a random lot for each isolate, vitek® ms, and the api 20e test kit. (B)(4): both gn cards tested gave unidentified organism results. The vitek® ms and the api20e gave excellent identifications of morganella morganii (B)(4): both gn cards tested gave unidentified organism results. The vitek® ms resulted in an identifications of morganella morganii. (B)(4): both gn cards tested gave unidentified organism results. The vitek® ms resulted in an identifications of morganella morganii. Review of the customer's low discrimination reactions for shigella group/pasturella pneumotropica against expected reactions for morganella morganii demonstrated four (4) atypical negative reactions (proa, ilatk ,suct, and odc) according to the gn knowledge base (kb), contributing to the misidentification. Review of the internal unidentified organism reactions against expected reactions for morganella morganii demonstrated six atypical negative reactions (proa, ilatk ,suct, odc, dglu and dmne) according to the gn knowledge base. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The customer's reported misidentification was not reproduced as testing resulted in unidentified organism calls. This is an atypical strain.

Event description:
A customer from (B)(6) reported to biomérieux a misidentification of morganella morganii as shigella group in association with the vitek® 2 gn test kit. The customer reported the isolate was tested twice with the vitek® 2 . The first result was low discrimination shigella group / pasteurella pneumotropica, and the second result was shigella group. The isolate was also tested with api® 20e and maldi-toff (vitek®ms v2) and the result was morganella morganii for both tests. The customer reported the incorrect result was not reported to a physician and patient results were not impacted. The customer stated a preliminary report with gram negative rods isolated without any release for any susceptibility result was reported. The customer stated there was a delay of almost two weeks to get the final result. The customer reported no knowledge of patient impact but the patient did not receive any treatment before the final result was released. A biomérieux internal investigation will be initiated.